Event description:
Same case as 6000093-2005-00814. It was reported that during the pta / stenting treatment procedure, a dissection occurred during advancement of the ultra-thin diamond balloon dilatation catheter. The ultra-thin diamond balloon was advanced over a kayak guidewire for pre-dilatation of the lesion when a dissection in the vessel was observed. The diamond ballon was removed and a sentinol stent delivery catheter was advanced to the target lesion in the superficial femoral artery. The stent was deployed with no resistance. X-rays revealed the stent appeared to be shortened in length. The physician commented that future intervention will be required due to the increased risk of restenosis from the stent strut postioning.